Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that an anti-e was missed when tested with biotestcell-i11 on tango optimo. The customer did neither return the patient sample that had caused a false negative test result nor the supposedly defective product. Therefore our quality control laboratory tested their retained sample of biotestcell-i11 plus with different samples and controls on tango optimo , e.g. An anti-e of the instand interlaboratory comparison test. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-11 plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango on which the false negative result was yielded is still being investigated.

Manufacturer narrative:
Our initial report was issued for the concomitant reagent biotestcell I-11 plus but the problem turned out to be caused by the instrument. This is our final report on this incident.

Event description:
The customer reported that an anti-e was missed when testing with biotestcell-i11 on tango optimo. The customer did neither return the patient sample that had caused a false negative test result nor the supposedly defective product. Therefore our quality control laboratory tested their retained sample of biotestcell-i11 plus with different samples and controls on tango optimo , e.g. An anti-e of the instand interlaboratory comparison test. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-11 plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango was inspected by one of our field service engineers. A restriction in the reversing valve was found that caused air to enter the syringes for the pipettor. The restriction was in the system liquid. After clearing no air in lines were observed anymore and the instrument went back to full operation.